Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty-nine days post a port placement, dye was injected for a study, and it did not go through the catheter. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo shows a port attached to the catheter, the distal end of catheter is not attached device is bloody. Based on the provided photo, the reported difficult to flush issues cannot be confirmed. A definitive root cause for the difficulty to flush could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, d4 (unique identifier (UDI) #), g3, h1, h4, h6 (patient, component, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that twenty-nine days post a port placement, dye was injected for a study, and it did not go through the catheter. Additionally, the infusion nurse stopped the chemo infusion and started a peripheral IV, which led to superficial thrombophlebitis in the basilic vein which led to erythema and edema in the right upper extremity. The current status of the patient was unknown.